Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the toggle switch was broken off from the instrument. It was reported that a component disengaged from the device and the device was difficult to load. The device was also difficult to toggle and unload. The reported issues were confirmed. The most likely root cause was traced to a component failure. The most likely root cause of the observed conditions is wheel component strength. The wheel is necessary for opening of closing of the jaws of the device and if damaged can create difficulty or ceasing of this motion. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, when closing the vaginal cuff, the device would not toggle, difficult to load and unload so suture had to be cut. Another handle was used but issues persisted so suture had to be cut again. The actual toggle of this second handle broke off. Manual suturing of the vagina was performed, making sure not to suture around the pieces of barbed suture that were left in the vagina. Surgical time was extended by 1 hour as a result. There was no patient injury.